Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018, that the insulin pump alarmed compromised force sensor system. Customer also reported that insulin was squirting during priming. Blood glucose level was 134 mg/dl at the time of the incident. Troubleshooting occurred but issue was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. No compromised force sensor system alarm noted. However, unable to prime device during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. The drive support was inspected and no anomaly noted. (B)(4).